Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose of 738 mg/dl. Troubleshooting was performed, and the insulin pump was programmed, but the customer did not know if those settings were correct or not. The time and date was correct. Only no delivery and low reservoir alarms found in the alarm history. The insulin pump passed the prime and high pressure tests. The caller felt that the customer was not using the insulin pump correctly, and stated that she would be speaking with him. Nothing further was reported.